Manufacturer narrative:
The investigation into the low pump flow and the infection/sepsis has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to determine the root cause; only the clinical report was evaluated. Based on the clinical information provided, the cause of the low pump flow was biomaterial, and the cause of the infection was determined to be patient condition as the pump was confirmed to be sterilized under validated conditions.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
A 72 year old male with severe right heart dysfunction presented for impella rp support. The user facility reported the physician utilized a pre-existing swan-ganz catheter for insertion of the impella rp. The swan-ganz catheter was 12 days old. The physician declined to change the swan, noting limited access options. The patient's white blood cell count elevated and sepsis was suspected. On (B)(6) 2023, the swan-ganz catheter was removed slowly while the p-level on the pump reduced to p-2 at bedside. Shortly after removal of the catheter, pump flows dropped and pulmonary artery pressures increased on the impella rp. The patient was reintubated and was maxed out on pressors/inotropes. The patient expired the following day while on rp support.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-02236 was provided in sections d6 and h1.

Manufacturer narrative:
This report is being filed as part of a retrospective review of historical records. Corrected information/additional code added to h6 medical device problem code for low flow.